Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 29mm 11500a valve, implanted in pulmonic position, underwent a valve-in-valve procedure after an implant duration of 2 years and 1 month due to pulmonary insufficiency. The patient has carcinoid which is the reason of early failure. The tpvr was performed with a 29mm 9600tfx transcatheter valve. The procedure went well with great results.

Manufacturer narrative:
It was reported that a carcinoid heart disease was the root cause of edwards device failure. Carcinoid heart disease occurs as a sequelae of a rare neuroendocrine malignancy in which vasoactive substance leads to deposition of carcinoid plaque on the right-sided heart chambers and valves causing thickening and retraction of the leaflets and sub-valvular apparatus. Over the time, the leaflets become fixed in a semi-open position, leading to regurgitation and/or stenosis. Not reportable.